Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown

Event description:
Patient reported against the left side "pain, contracture, discomfort and rippling" and "to ask if [...] Prostheses are from the recall." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.

Event description:
Patient reported against the left side capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6a, e1, g2, h6.

Event description:
Patient reported against the left side "pain, contracture [baker grade unknown], discomfort and rippling" and "to ask if [...] Prostheses are from the recall." Device remains implanted.